Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique by the patient. The cause of most pd-related peritonitis cases is attributed to touch contamination. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient presented to the hospital on (B)(6) 2019 for abdominal pain and was admitted with a diagnosis of peritonitis. A pd effluent culture was taken; however, the results are not available. The patient was initiated on intraperitoneal (ip) antibiotic therapy with cefepime 2g daily (duration unknown) and intravenous (IV) vancomycin (dose and frequency unknown). The vancomycin was discontinued upon discharge on (B)(6) 2019. The patient continues to complete pd therapy during recovery. The cause of the peritonitis has been attributed to a breach in aseptic technique by the patient.